Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection that was open, oozing, and spreading. The patient was prescribed an oral medication, topical ointment, and a powder. The medical outcome is unknown.